Manufacturer narrative:
The lot number of the lens was not provided, and the lens was not returned. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the current information, the specific root cause of the event could not be determined.

Event description:
It was reported that the lens vaulted (z-syndrome) likely due to an irregularly torn capsulorhexis and fibrosis. The surgeon plans to reposition the lens. Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.